Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber was observed to fire straight rather than down (forward-firing). No additional information was provided. There was no report of injury.